Manufacturer narrative:
Initial reporter occupation: capital assets coordinator. The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. A broken video connector pin was identified. The evaluation found the broken pin caused no image to appear when used with series 180 scopes. The necessary parts were replaced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the "pin (was) showing in (the) processor" of the evis exera iii video system center. The customer also reported the device does not work with endoscopes, but does work with laparoscopes. This event was discovered during preparation for use. There was no patient involvement or impact to patient care reported for this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. A possible cause includes the video connector being damaged due to the customer connecting the scope with foreign matter on it. The IFU contains the following statements that may help prevent the reported event: "do not apply excessive force to the video system center and / or other instruments connected. Otherwise, damage and / or malfunction can occur." Olympus will continue to monitor the field performance of this device.